Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station should not auto reboot and it prevented the user from accessing the medication at a critical time. A technical support specialist updated the device setting from auto reboot yes to no under the maintenance schedule tab on the remote support service (rss) page and saved the changes, then informed customer that the auto reboot setting had been successfully updated, and confirmed the change was applied. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the customer reported that the pyxis unit performed an automatic software update at approximately 02:00, which restarted the system and prevented nursing staff from accessing the machine during that time. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.